Event description:
Bd product insyte autoguard winged, leaked at hub after insertion. Tried several different j-loops to determine that the angiocath was the product that was leaking. Would not seal even with tightening. Confirmed by rn tightening and nurse mgr checking. Required product to be discontinued and pt to have another IV start.